Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down during use on a patient. It was further reported that the customer attempted to restart the unit, but the iabp unit shut down again. Lastly, the customer swapped out the console and continued treatment without issues. There was no report of patient harm, serious injury or adverse event. This reported event is related to an event reported under medwatch report # 2249723-2020-01951 with regard to a code 137 failure reported issue.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that there was one similar complaint reported for the reported failure mode ¿shutdown - unexpected unspecified¿ and the reported serial number. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period nov 2019 through oct 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was unable to reproduce the reported issue upon initial testing with catheter and trainer. However, the fse was able to verify the alarms in the iabp's diagnostic error log, and identified the following error messages: code 139 "power management communication failure," code 107, "isolation dsp cbit shutdown failure." The fse replaced the power management board as the fse determined that the above-mentioned code failures were all correlated with the power management board communication failure. The unit was left to run overnight under the customer's supervision without incident, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down during use on a patient. It was further reported that the customer attempted to restart the unit, but the iabp unit shut down again. There was no report of patient harm, serious injury, or adverse event.